Event description:
The customer called to report a constant tone on the insulin pump. Troubleshooting was performed, and the constant tone stopped, but the insulin pump gave an error alarm. The reported blood glucose reading was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone alarm due to moisture damage on the electronics. Unable to verify any error alarms due to the blank display.